Event description:
It was reported by the sales rep that before an unknown surgery on (B)(6) 2021, it was observed that the expressew iii ac+ gun device was not functioning properly. During in-house engineering evaluation, it was determined that the upper jaw was slightly loose; and that the jaws did not close normally. It was further determined that there was a slight resistance when the trigger was actuated to deploy the needle; and that the deployment was rough causing stuck issue. It was reported that to restore it to the original position, the needle trigger must be pushed back manually; in consequence the suture did not release properly. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that before an unknown procedure the autocapture feature of the expressew iii autocapture + suture passer is not functioning properly. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Visual observations revealed marks of wear. Also, the upper jaw was slightly loose; therefore, it showed that the jaws did not close normally contributing to the holding issue. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip with a suture. When the trigger was actuated to deploy the needle, there was a slight resistance, and the deployment was rough causing stuck issue. To restore it to the original position, the needle trigger must be pushed back manually; in consequence the suture does not release properly. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the results, this complaint can be confirmed. Also, the possible root cause for deployment issue can be attributed an improper maintenance would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per (B)(4), it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.